Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, stretched and lifted from the stent profile. The balloon cone profiles were reviewed and it was noted that the folds of the balloon were opened out of their intended position except on the proximal side where the balloon wings were tightly wrapped and evenly folded. This disturbance of the balloon wings most likely occurred due to handling during removal of the stent protector. The balloon was not subjected to positive pressure. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the mid-shaft section found a mid-shaft kink 1.2cm proximal from the mid-shaft to hypotube bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25mmx28mm synergy ii drug-eluting stent was selected for use. However, during preparation of the device outside the patient, the stent fell off from the stent delivery system balloon. It is believed that the resident accidentally pulled the stent off the stent delivery system. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25mmx28mm synergy ii drug-eluting stent was selected for use. However, during preparation of the device outside the patient, the stent fell off from the stent delivery system balloon. It is believed that the resident accidentally pulled the stent off the stent delivery system. The procedure was completed using another of the same device. No patient complications were reported.